Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
Doctor reported the screw fractured and he used the drill to remove the fractured portion.